Event description:
The therapist had first pressed the 100% 02 button in preparation of suctioning the pt. Prior to suctioning the patient the rt pressed the silence alarm button in anticipation of the high pressure alarm sounding during suctioning. Immediately following the silence alarm button being activated, the vent shut off and all controls went blank. The vent then immediately turned back on to same settings. Ventilator immediately removed and sequestered with lock out placed to prevent use.